Event description:
User experiencing issues with intermittent low sodium and potassium results on patient samples. Exact number of patient samples not provided. The following patient examples were provided: sample 1, initial sodium gave 121; repeat gave 140 mmol per l. Initial potassium gave 3.5; repeat gave 4.1 mmol per l. Sample 2. Initial sodium gave 122; repeat gave 140 mmol per l. The original results were not reported.

Manufacturer narrative:
The field service representative determined the cause to be a cracked ise dilution vessel, and installed new ise mechanism, and replaced syringe valves. Calibration, controls and precision study were run and within specification.